Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. Please note additional device related to this event: rmt231216/10650129.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis, feature the c3 delivery system. When ballooning the distal portion of the devices, at the origin of the common iliac and external iliac arteries the pt experienced a drop in blood pressure. A tear of the external iliac was suspected. The physician chose to extend coverage of the common iliac artery, which included extending coverage into the external iliac artery. Three additional iliac extender components were implanted. The pt tolerated the procedure fine. It was reported that the pt's iliac arteries were of an appropriate diameter, however calcification at the origin of the iliac arteries was thought to have contributed to the suspected tear.